Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient fogot to remove the blue needle guard from the infusion set on (B)(6) 2025 before the insertion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010157, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010157 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12 on 07/nov/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance was opened during the packaging processes for failure on 2d code actions were required. However, the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during production was found unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.